Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted inflow cannula computed tomography (CT) scan confirmed that the inflow cannula was pointed towards the septum with contact along one side of the cannula. Review of the submitted log files confirmed mild intermittent elevations in power; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The submitted inflow cannula image was reviewed. The inflow cannula appeared to be pointed towards the septum with contact of the inflow cannula and septum along one side of the cannula. Review of the submitted log files found that the pump operated at the set speed without issue. Intermittent, mild elevations in power/estimated flow were captured in the log files during pulsatility index (pi) events, data collections, and other routine events such as power source changes. The system appeared to be operating as intended, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas. Section 5 ¿surgical procedures¿ (under ¿implant procedures¿) outlines how the sealed inflow conduit is placed utilizing left ventricle (lv) apical cannulation with the pump positioned inferior to the diaphragm. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files review captured elevated power and estimated flow values associated with reductions in the recorded average pulsatility index (pi) values. Patient¿s international normalized ratio (inr) was therapeutic, but they had some shortness of breath and swelling. Further clinical evaluation was in process. Elevated power/ flow was thought to be inflow cannula malpositioned and was against the anteroseptum, considering pannus. Shortness of breath and edema was due to poor dietary intake, needed to decrease flow to avoid myocardium ingestion into inflow cannula. Ramp transthoracic echocardiogram (tte) was negative. 4d computed tomography (CT) scan showed direct contact of heartmate ii lvad inflow cannula with the mid-apical anteroseptum (see image below) with likely resultant partial inflow cannula obstruction. Suspect that material around the inflow cannula tip is all myocardium, lower suspicion for thrombus. The patient was planed to be hospitalized until inr therapeutic then home with do-not-resuscitate (dnr/dni) status. Additional log files were submitted and noted power and flow elevations.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.